Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges when attempting to wake customer at 10:30 a.m., she was exhibiting symptoms of low blood glucose of slurred speech and acting like she was inebriated; tested and reading was 213 mg/dl. Caller reported customer last tested the night before at 9 p.m. With a reading of 213 mg/dl as well and based on that reading took 3 units of humalog insulin. Caretaker gave customer a fruit cup and 15 grams of glucose gel as treatment; customer was incapable of self-treatment. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Customer returned one used test strip. No testing can be completed.